Manufacturer narrative:
(B)(4). Reportedly, the femoral artery was mildly calcified. The instructions for use state under special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device, referenced was filed under a separate medwatch manufacturer report number.

Event description:
It was reported that prior to a hepatic transcatheter arterial chemoembolization (tace) procedure, pre-close placement of the sutures was attempted in a mildly calcified femoral artery using perclose proglide devices. The suture of the initial proglide device was deployed successfully through a 6-french sized access site. However, during deployment of the second proglide device, there was no pulsatile blood flow through the device marker lumen to indicate arterial blood marking. The device was removed and after the tace procedure, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: after the transcatheter arterial chemoembolization (tace) procedure, the knot from the successfully deployed suture of the first proglide device was advanced to the arteriotomy, but bleeding continued. Manual arterial compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.